Manufacturer narrative:
(B)(4). Product will not return; customer declined the new device replacement and decide buy one at the local pharmacy. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 325 mg/dl. The customer stated that doesn't know the normal range due to being a newly diagnosed diabetic and the doctor did not give a range to control the glucose levels. Customer stated that is comfortable reading below 250 mg/dl or 150-250 mg/dl fasting. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. Customer stated that did not have time to talk because customer is at work. Customer hung up before it could be verified the rest of the information. The test strip lot manufacturer's expiration date is 01/14/2019 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: 325 mg/dl.